Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor displacement test failed from the insulin pump. The customer's blood glucose reading was 22 mmol/l. The customer stated that the pump does not detect "no reservoir" after the piston travelled at the end of the compartment. "No reservoir" alarm was displayed after troubleshooting. The customer mentioned a motor displacement test failed alarm. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test, self-test. Pump passed a21 test and all operating current measurement were normal. No reservoir alarm functioned properly after displacement test; no motor displacement test anomaly noted during our testing. The motor was tested outside the device and passed. No cosmetic damage noted.